Event description:
It was reported in a literature article that upon a retrospective review of patients treated with a stent that in-stent stenosis occurred. The case was asymptomatic. No other information was provided.

Event description:
It was reported in a literature article that upon a retrospective review of patients treated with a stent that in-stent stenosis occurred. The case was asymptomatic. No other information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, restenosis is noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated procedural complications.

Manufacturer narrative:
Event date: it was reported in a literature article that a retrospective study was conducted on patients treated with neuroform stents between august 2001 and august 2010, therefore the exact event date is unknown. (B)(4): device remains implanted.